Event description:
Hill-rom received a report from the account stating when the brakes dod not hold. The bed was located at the account in oncology. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the head brake casters, supports, and a rod inoperable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head brake casters, supports, and a rod to resolve the issue. Based on this information, no further action is required.